Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0x30x75cm express ld iliac / biliary stent was being advanced to the sfa, but in order to get there, the physician determined a stent was needed in the common iliac artery. The stent became damaged during advancement and was not able to be delivered to the adequate location. The stent was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.